Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the actual device was received for evaluation with the package opened. A visual inspection of the actual device along with magnification was performed, and a small black speck particle of foreign matter on the white connector was observed. Additionally, a retention sample was evaluated. Visual inspection of the retention sample identified a small black dot embedded in the connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet had particles outside the tubing. This was observed prior to use. There was no patient involvement. No additional information is available.